Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell cycle two. The home patient (hp) was connected at the time of the alarm. A loose bag connection was discovered during troubleshooting. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The tsr advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 during the dwell stage is confirmed because the patient reported a bag with a loose connection, which is a known cause of this type of alarm. The cause for the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.